Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the metal coil on the right side appears into the uterine wall') and dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic-8ssisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, back pain, metrorrhagia, menorrhagia, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2008 (pfs) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the metal coil on the right side appears into the uterine wall') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, back pain, metrorrhagia, menorrhagia, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2008 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: medical record received. Case became incident. The right side appears into the uterine wall event added, essure removal details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.